Manufacturer narrative:
UDI and manufacture date not available on the date of filing. Other relevant device(s) are: product ID: svc kit bi71000117 mvs ethernet. A manufacturer representative went to the site to test the equipment. It was reported that the mobile view station (mvs) ethernet coupler was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) ethernet coupler was defective, there was no communication between the imaging system and the navigation system. There was no patient present.